Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation that could not be resolved with programming. The left ventricular lead was capped and replaced. The procedure was performed successfully without any complications.